Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient developed a gram positive bacteremia with vegetation on the lead. Patient also has a deep vein thrombosis (dvt) in their neck and shoulder. Patient was placed antibiotics for 14 days and on coumadin for the dvt. Patient also had a painful, swollen ICD pocket. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted due to probable infection of ICD pocket with possible early erosion. The patient is enrolled in (B)(4). No further patient complications have been reported as a result of this event.